Manufacturer narrative:
Continuation of d10: dtpa2d4 crt-d implanted (B)(6) 2024 383069 lead implanted (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that therapy was inappropriately withheld for ventricular tachycardia (vt) that the cardiac resynchronization therapy defibrillator (crt-d) detected as supra ventricular tachycardia (svt)/sinus tachycardia. The crt-d remains in use. No further patient complications have been reported as a result of this event. 2025-09-26: it was further reported that approximately eight days later, the right atrial (ra) lead exhibited undersensing and the crt-d inadequate treatment for a ventricular tachycardia (vt). Two and a half weeks thereafter, the crt-d delivered therapy for an episode where the presenting rhythm was not fully characterized and possible inappropriate therapy for supra ventricular tachycardia (svt) versus ventricular tachycardia/ventricular fibrillation (vt/vf). The ra lead and crt-d remain in use.